Event description:
A surgeon reported multiple air bubbles were released into the patient's eye from the junction of the probe between the fiber and the sleeve. The probe was cleaned but did not resolve the problem. A new probe was opened and the treatment was completed. There was no pt harm reported.

Manufacturer narrative:
A sample has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).